Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that three days post implant the implantable cardiac monitor was removed. The patient reported that when the device site dressing was changed, the device was ¿sticking out¿. It was further reported that steri strips were used to close the wound after implant and that device site bleeding occurred and the strips were unable to stay in place. The patient presented to the implanting facility where the monitor was removed.